Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/exposed wires and service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the failure was isolated to an open wire between pin 9 and 10 in the trunk cable connector. The trunk cable connector showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable and the patient was receiving a service code 204 (belt/monitor unusable).